Event description:
It was reported that during a tka procedure, the bumper snapped into two pieces while the femur was being impacted. There was no surgical delay or harm involved, and he did not need to use a backup device to complete the procedure.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.